Event description:
The device was used during a left oophorectomy procedure. Reportedly, some bleeding was observed. The surgeon performed a laparotomy to stop the bleeding and sutured to complete the procedure.